Event description:
Reportedly, after a number of procedures during the surgery, breathing failure occurred, and the patient's condition changed suddenly. The patient was transferred to an ICU, but cardio-respiratory arrest occured, saturation went down, and then he died. No bleeding of abdominal cavity was observed. By CT examination, shadows of left chest cavity was observed and it means serious bleeding occured in the area. The surgeon made diagnosis it might be acute sublation of aorta. Patient history arteriosclerosis was confirmed, but it was not so serious, so the surgeon considered to do rfa for the patient. The surgeon considers the incident unrelated to the device. The autopsy report states that patient death was due to serious bleeding from aorta due to acute sublation aorta and no relation to the rfa treatment. Procedure: radiofrequency ablation.